Event description:
Information was received that during use of this smiths medical cadd legacy 1 pump, the pump exhibited lec 1720. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received with a scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.